Event description:
As reported through the patient registry, five days post transapical tavr procedure, the patient expired. Additional information provided by the surgeon's office noted the cause of death as hemorrhage in the thorax.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information obtained from the medical records provided by the facility indicated the patient had tolerated the tavr procedure well and had left the operating room in satisfactory position. The sapien valve was noted to have been well seated. On pod4, however, the patient suffered an acute intracranial hemorrhage measuring 6.6cm transverse x7.4cm anteroposterior x3.8 craniocaudal and which occupied the majority of the left paretal lobe, with surrounding edema. Based on the information provided in the medical records, the cause of death is now know to be related to the intracranial hemorrhage, rather than a failure of the implanted valve. As such, this event is no longer considered reportable as an unknown cause of death.